Event description:
It was reported to boston scientific corporation that during preparation for an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024, the technician tested the duodenoscope and discovered that the elevator was not functioning properly. Upon closer inspection, the technician found a bristle from a hedgehog double-end brush at the end of the scope. It was not reported how the bristle was removed from the scope. The procedure was completed using a different scope. There were no patient complications as a result of this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.